Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 1115. Gynecare tvt ¿ 105, gynecare tvt abbrevo ¿ 68, gynecare tvt exact continence system ¿ 103, gynecare tvt obturator system ¿ 440, gynecare tvt retropubic system ¿ 334, gynecare tvt-aa abdominal ¿ 65.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and the mesh was implanted. Following the procedure, the patient experienced erosion and underwent mesh removal on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 09 - attachment: [02-28-2017 otn supplemental 09.zip]

Manufacturer narrative:
Date sent to the FDA: 04/20/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 01 - attachment: [02-28-2017 otn supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 02 - attachment: [02-28-2017 otn supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018 ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to the FDA: 10/24/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 04 - attachment: [02-28-2017 otn supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 06/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 08 - attachment: [02-28-2017 otn supplemental 08.xlsx]

Manufacturer narrative:
Date sent to the FDA: 08/29/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 03 - attachment: [02-28-2017 otn supplemental 03.xlsx]

Manufacturer narrative:
Date sent to the FDA: 12/27/2017 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 05 - attachment: [02-28-2017 otn supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 additional h6 patient code: 1994 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 06 - attachment: [02-28-2017 otn supplemental 06.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2017 through january 31, 2017 supplemental 07 - attachment: [02-28-2017 otn supplemental 07.xlsx]